Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results and e-0 error message. The customer is concerned with tests results from results obtained of 273 mg/dl. The customer's expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/29/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). All times and dates are subjective to the customer's records as time and date were not set on the meter.